Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons very hard to push and act button was cracked. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had crack around reservoir and grinding noise during rewind was louder and slower. The customer also stated that insulin pump had scuff marks makes it difficult to read screen and also had failed battery alarm. The customer also reported that insulin pump had random no delivery alarm and insulin shoots out during priming and also had motor error and buttons were sticking, backlight was dimmer. The insulin pump will not be returned for analysis.